Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Three (3) attempts have been made to obtain; patient treatment settings, patient information, patient photos, and sun exposure, which were provided. Furthermore, user facility reported that the patient injury was treated by sulfadiazine cream. No subject device malfunction was reported or observed by the user facility. Subject device was installed on dec 27, 2017 and periodically serviced by lumenis technical engineer. An examination of the subject device by a lumenis engineer on feb 17, 2018 concluded the device operated to manufacture specifications. A lumenis technical expert reported that the user facility stated that subject device was functional, no service was necessary. Subject device malfunction is not the suspected cause of the event reported. A lumenis healthcare professional evaluated the reported event details and confirmed that the patient treatment settings were within manufacture specifications, device labeling and training. The professional concluded the root cause of the reported event to be operator error, since probable sun exposure to be the contributory cause of the reported event. Additionally, the professional stated, "call to office manager on 7-31-18 and the patient was doing very well without any residual problems". A review of device labeling um-1024721 states the following: warning - sun exposure to the treatment area immediately after treatment and for one month following treatment may also increase the risk of pigmentary changes in the treatment area. Patients should be instructed to use a broad spectrum sunscreen (spf 30 at least) on a daily basis and to avoid direct exposure to the sun, and repeat its application every two hours. Direct sun exposure should be avoided. Based on the information above this complaint has been determined to be reportable per MDR decision tree as the patient was prescribed sulfadiazine cream, which meets the definition of serious injury.

Event description:
A user facility reported that one (1) patient sustained a burn of unknown severity to chest and back following ipl treatment with a lumenis m22 laser.